Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous left circumflex coronary artery. After pre-dilatation, a 3x38mm xience xpedition stent delivery system (sds) faced resistance with an unspecified guiding catheter during advancement. It was noted that the proximal shaft had separated into two pieces, so the device was simply withdrawn. A same sized xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported difficulty to advance was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance and subsequent material separation. It should be noted that the reported difficulty to advance could not be replicated during return device evaluation using a proxy guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.